Event description:
The patient experienced an hematoma. It was reported that the farawave nav was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from (B)(6) 2025 to (B)(6) 2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected. It was further reported that the patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. Hence, on 25dec2025, the reported subcutaneous hematoma began.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced an hematoma. It was reported that the farawave nav was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from 03dec2025 to 05dec2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the follow-up 1 MDR in block(s) patient identifier (a1), in section a - patient information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced an hematoma. It was reported that the farawave nav was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from (B)(6) 2025 to (B)(6) 2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected. It was further reported that the patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. Hence, on (B)(6) 2025, the reported subcutaneous hematoma began. It was further reported that symptoms disappeared without sequelae, not a serious adverse event.